Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully and a second mitraclip xtw was successfully placed lateral to the first clip on the anterior-2/posterior2 (a2/p2) leaflet segment. During deployment, the clip did not detach from the atraumatic tip. Troubleshooting was preformed for approximately 25 minutes when the clip was successfully detached from the atraumatic tip and the procedure was discontinued. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported difficult clip deployment could not be conclusively determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.